Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was evaluated in the emergency room (ER) on (B)(6) 2023 for low flow alarms with palpitations. The patient had atrial arrhythmia and hypertension, so their antiarrhythmic and blood pressure medications were adjusted. The patient experienced low flow alarms (lfa) at 3:30 am on (B)(6) 2023. Log file review stated that there were 114 pulsatility index (pi) events on (B)(6) 2023. On (B)(6) 2023 the patient was evaluated again in the ER. Their implantable cardioverter defibrillator (ICD) was checked and showed no arrhythmia. The issue was suspected to be due to high mean arterial pressure. The timing of the patient's medication was adjusted to help control their blood pressure through the early morning. Per the patient, they were not symptomatic during the lfas except for the first one, in which the patient mentioned they had palpitations due to arrhythmia. The patient was found to be in atrial tachycardia which self-resolved. The patient had a history of ventricular tachycardia (vt) and paroxysmal atrial fibrillation pre and post ventricular assist device (vad) implantation. The reported issue did not seem to be device related. It was noted that the ICD was placed pre-vad. The plan was for vt ablation on (B)(6) 2023, and the patient was currently on mexiletine and amiodarone.

Manufacturer narrative:
Section d1 brand name: corrected , section d4 catalog number: corrected , section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm on (B)(6) 2023. Although a specific cause for the event could not be conclusively determined through this evaluation, the account communicated that the alarms were caused by cardiac arrhythmia and hypertension. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia and hypertension could not be conclusively established. The controller event log file contained events from (B)(6) 2023. One low flow hazard alarm was captured at 07:21:51, which was associated with slightly elevated pulsatility index (pi) values. Additionally, the log file captured several pulsatility index (pi) events that would have overwritten older events from earlier that morning, per design. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.